Event description:
This is filed to report the difficulty removing the cds resulting in chordal rupture. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip successfully deployed on the mitral valve at a2/p2. To further reduce mr, an ntw clip delivery system (cds) was inserted and advanced into the left ventricle (lv). However, it was observed the clip became caught in the chordae of the anterior leaflet, resulting in a chordal rupture. The clip was easily freed from the chordae and was deployed without further issues, medially of a2/p2. Mr was reduced to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficult removing from the anatomy (clip caught on the chordae). The tissue injury appears to be related to procedural condition associated with the difficult to remove from the clip from the anatomy. The serious injury was a result of case-specific circumstances as no treatment was provided for the chordal ruptured. The reported patient effect of tissue injury, as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.